Event description:
Revision surgery performed on 1st (B)(6) 2026 to convert anatomic total shoulder arthroplasty to reverse total shoulder due to a cuff failure. The reason for the cuff failure is unknown. The previous surgery was performed on (B)(6) 2020. The explanted components included: · smr humeral head ø50 mm (product code 1322.09.500, lot n. 1921392, ster. N. (B)(4). · smr ecc. Adaptor taper standard (product code 1330.15.272, lot n. 1919473, ster. N. (B)(4). · smr finned humeral body (product code 1350.15.110, lot n. 1921284, ster. N. (B)(4). Patient is male, 79 years old. Event happened in australia.

Manufacturer narrative:
Investigation a review of the device history records (dhrs) for the lot 1921392 and ster. (B)(4) was conducted. No pre-existing anomalies were identified among the (B)(4) devices manufactured within the same lot and ster. A final report will be shared upon completion of the investigation.